Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap appeared extremely dry. The caller stated there was very little betadine present on the sponge. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is 1 of 14.

Manufacturer narrative:
(B)(4). Manufacture date: 5/2/14-5/9/14. The device and a companion sample were returned to baxter and an evaluation was performed to investigate the reported issue. A visual and functional pressure/leak test was performed on the devices with no abnormalities noted. A batch review was conducted on lot number and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.